Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button cover was missing and the switch contacts were corroded. The cause of the non-functional response buttons is the corroded contacts. The root cause of the corroded contacts is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a german patient's monitor were non-functional.